Event description:
It was observed during the device evaluation that the colonovideoscope image had noise and light spots. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.